Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged black marks on the subject meters display screen were not resolved with troubleshooting. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the prodct(s) associated with this complaint.